Event description:
The reporter states that the customer obtained blood glucose comparisons with results 568mg/dl, 174mg/dl and 133mg/dl on the accu-chek advantage sys. The results were obtained within a 10 minutes timeframe. No reported action taken. No adverse event reported. New sys sent to customer and return requested.